Event description:
It was reported that, ¿the pt was experiencing an unstable knee. The surgeon removed the insert and implanted another insert.¿

Manufacturer narrative:
Add¿l info has been requested and if received, will be provided in a supplemental report.